Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dim light during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt in the objective unit lens, dents on the edge of the objective frame, dents and scratches on the outer tube and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for the customer allegation; and for the reportable findings, due to investigation, the cause was traced to environmental factors for dirt in the objective unit lens; and the cause was traced to component failure for other additional findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.